Event description:
Reporter calling stating she experienced an allergic reaction after using cvs brand non-latex, sterile, hypoallergenic pads and gentle flexible fabric bandages. Reporter states she had a surgical procedure in (B)(6) 2022, and used the cvs products to cover post-surgical wounds. After using the pads and bandages, she developed an itching and irritated rash in the wound bed as well as emanating out from it. Reporter states she has concerns about the chemical products in the bandages and the allergic response she experienced. Reporter states she has contacted cvs and inquired about the products, however cvs would not disclose product information to her and "they were evasive." Reporter has continued concerns as she has an upcoming surgical procedure and wants to avoid a similar experience with future bandage use. Reporter states she was told that "risk management from cvs" may be contacting her. Reference report: mw5120411.